Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. The needle is an ethicon component. No retained samples were available for review. No samples or third party report was provided. A definitive root cause cannot be determined at this time.

Manufacturer narrative:
The lot number was not provided. So a batch review of the finished good lot and components could not be reviewed at this time. The needle is an ethicon device. The actual devices or magnified photos were not returned for review. If samples or photos become available at a later time, they will be reviewed and tested and the results will be included in the file. A follow-up report will be submitted at that time. A potential root cause for a needle detaching when slightly tugged during a procedure, could be that the suture was not fully inserted within the end of the needle during the manufacturing process. It¿s also possible, the device(s) are being grasped on or near the swaged end, damaging the suture, allowing it to break free from the needle component. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing the finished good, lot number to review manufacturing records and retained samples, receiving the actual reported device for review, receiving magnified photos of the actual device, or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, details of the procedure performed, or the surgeon¿s technique. A definitive root cause cannot be determined at this time.

Event description:
It was reported by the health authority to our distributor, at 10:30 am it was reported, that the problem of pulling off suture needle happened when the surgeon attempted to sew anterior cervical fascia. Resulting in needle loss and re suturing, delaying the surgical time. After finding the broken needle, changed another one to complete the surgery.

Manufacturer narrative:
Corrected the device and patient codes in section f.